Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead remains in use. No patient complications have been reported as a result of this event.